Event description:
Upon initial contact, advised device overheating, got hot and burned patient's mouth. When contacted for add'l info, advised after procedure, small white burn patch was noticed inside cheek/lip of patient. Ointment applied to area and patient given pain medication.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Rust and dirt were observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original mfg specifications. Tests after repair showed no overheating.